Event description:
It was reported that before surgery the handle would not attach and was unable to use the unit. The handle was not able to perform the up/down motion. An alternate device was used to complete the surgery. It is unknown if there was harm or impact to the patient. It is unknown if there was a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: australia. D10: concomitant therapy. Item#: 00770102200, ratchet handle, serial: unk, lot: unk. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. The reported event was confirmed by review of repair records. Review of the most recent repair record determined the ratchet was confirmed to not attach to the roller. The ratchet gear was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.